Manufacturer narrative:
The product was not returned as it remains implanted in the patient. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as the lot number was not provided. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the shunt was implanted, it seemed to work very well for a few hours and then the patient went into an encephalopathic state overnight. The valves pressure level setting was adjusted to 0.5, however the patient's condition did not improve. The patient was sent home and was getting better upon discharge but never returned to a fully functioning state. It was reported by the patient's wife that the patient was not doing very well, but the patient's physician has not seen the patient to confirm. The physician stated that the patient seems oriented x 3 with a little dementia.